Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and movement on balloon occurred. The target lesion was located in the left anterior descending (lad) artery. After crossing a 0.014 non-bsc guide wire and 6f non-bsc guide catheter, pre-dilatation was performed with a 2x12 emerge balloon catheter. Subsequently, a 20x2.50mm synergy¿ drug-eluting stent was advanced but resistance was encountered while crossing the 6f non-bsc guide catheter. The device was removed and it was noted that the stent was deformed and slipped back a bit from its initial position on the balloon. The 6f non-bsc guide catheter was removed as well and the procedure was completed with a 2.5x20 promus premier drug-eluting stent. No patient complications were reported and the patient's status was stable.